Event description:
It was reported that treatment was performed on a mid circumflex/om ii bifurcated lesion. Both vessels were initially accessed with guide wires and the lesion was predilated, but because a stent could access the circumflex lesion, the guide wires were exchanged for wiggle guide wires, which had to be "twisted and torqued quite a bit: against resistance during placement. During the removal of the guide wire from the circumflex artery, the guide wire separated as it was pulled through the guiding catheter. Most of the guide wire was retrieved from the pt; however, a small segment still remained in the left main artery and a stent was deployed to tack the segment to the vessel wall. The pt was stable and doing well at the time of the report.